Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: random occurrences every now and then over the last year (2024). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter collar of an unspecified quantity of clearlink large bore stopcock with rotating male luer lock, extension sets seemed to be abnormally difficult to move which resulted in a difficulty to connect the set the patient¿s catheter. This issue was further described as, while connecting the luer, most times they could not get the catheter hub attached to the set because the screw down attachment was stuck and would not come down. This issue would occur while attempting to attach the tubing to the patient's catheter hub immediately after successfully placing the IV catheter in the vein. There was no report of patient injury or medical intervention associated with this event. No additional information is available.